Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, following a deep brain stimulation (dbs) procedure while attempting to annotate the lead placements, the monitor of the navigation system flickered between black and white coloring preventing the annotation. It was noted that five series were merged. Two of which were 512x512 and three at 560x560. Deleting a few patients was performed and the site say "view inoperable" on multiple exams. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.